Event description:
A customer reported a malfunction with their insulin pump, and there were no significant events prior to the issue. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.